Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. A visual examination of the device found that the coil was kinked and stretched up to approximately 5cm distal from the handshake connection and was detached.

Event description:
It was reported that the connector was poor. A 1.50mm rotablator rotalink plus was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the connector was poor. The procedure was completed with another of the same device. No further complications were reported and the patient was in good condition after the procedure. However, device analysis revealed that the device was detached.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the device found that the coil was kinked and stretched up to approximately 5cm distal from the handshake connection and was detached. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the connector was poor.a 1.50mm rotablator rotalink plus was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the connector was poor. The procedure was completed with another of the same device. No further complications were reported and the patient was in good condition after the procedure.however, device analysis revealed that the device was detached.